Event description:
The user received questionable immunoglobulin igg generation 2 (igg) results for one patient. The initial result was 861 mg/dl. The repeat results on (B)(6) 2011 were 279 mg/dl using an aliquot tested on the cobas c501 analyzer, 759 mg/dl on the cobas integra 800 analyzer and 710 mg/dl on the cobas c501 analyzer. It was unknown if the patient was adversely affected. No adverse events were reported. The igg reagent lot number was 633089. The investigation was not able to determine a specific root cause due to insufficient data.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).